Manufacturer narrative:
In the 3500a follow-up #1, it was reported: this event was assessed as MDR reportable for a thrombus issue. During review on (B)(6) 2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Additional information was received on (B)(6) 2021 stating that there was no char because they had not ablated. The holes were blocked because of the blood that had lightly clotted around the probe. Per the new additional information on(B)(6) /2021, this complaint has been reassessed from a not reportable char issue to a MDR reportable ¿thrombus/clot¿ issue. The awareness date for this issue is (B)(6) 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30329527l number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. At the beginning of the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was floating inside the patient¿s right atrium when the irrigation got disconnected after the purge. This occurred prior to the transseptal puncture and radio frequency delivery. When the sales representative became aware of the issue, the irrigation holes were clogged. It is unknown how the issue was resolved; however, it was confirmed that the procedure was not delayed due to the issue experienced. No patient consequences were reported. No error messages were observed. The generator setup was in power control mode with an impedance cut off at 250ohms and temperature at 38°. The noted temperature was of 35°, impedance was not noted, and no power was applied as no radio frequency was delivered. The patient was anticoagulated, the activated clotting time (act) around or over 300 throughout the case. The irrigation was set up correctly, heparinized solution was used as irrigation fluid. Since the catheter was inside the patient¿s vasculature at the time of the issue, it is most likely that the irrigation holes were clogged by thrombus; therefore, this event has been assessed as a MDR reportable thrombus.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) this event was assessed as MDR reportable for a thrombus issue. During review on (B)(6) 2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, updated under ¿h6. Medical device problem code¿ from ¿coagulation in device or device ingredient¿ to ¿device contamination with body fluid¿.